Event description:
Rv lead impedance increase appears to correlate with the decrease in % effective crt pacing; however, not sure if that is causative because the impedance increase is only bipolar, and the lead is programmed integrated bipolar pace/sense (programmed tip to coil in (B)(6) 2024). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).